Event description:
Subsequent to the previous report, the additional information was received: reportedly, there seemed to be an issue with a non-abbott cook cxi catheter inserted before the command wire advanced inside the anatomy and might have been a device interaction.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported stretched damage and break were unable to be confirmed as there was no stretching or breaks noted on the ht command guide wire. The reported failure/difficulty to advance was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue. The investigation determined the reported failure to advance, difficulty to advance, stretch damage and guide wire break appear to be related to operational circumstances of the procedure. In this case, based on the returned analysis, it is likely that the ht command 18 guide wire encountered resistance with the other devices used in the procedure resulting in the reported difficulties during advancement. Manipulation and/or inadvertent mishandling against resistance likely caused a separation/break to a non-abbott guide wire causing it to wrap itself around the command 18 wire causing the noted polymer damages and the appearance of stretching. The noted bend on the tip is consistent with the tip shape process prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the left superficial femoral artery (sfa) lesion with chronic total occlusion (cto). A command 18 guide wire was prepped per instructions for use (IFU) without any device issue observed. The command 18 then attempted to advance to the lesion while using a crossing catheter. During advancement of the 018-crossing catheter, the physician noted the crossing catheter felt tight and strange with the command 18 guide wire. The command 18 had failed to cross and was removed without issue. There was no unusual resistance and no difficulty removing the device. Once outside the anatomy, part of the command 18 wire appeared unraveled with no separation into two pieces observed. An asahi wire was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.